Manufacturer narrative:
The device evaluation is not complete. Conclusions: a follow up report will be submitted when the device evaluation is completed.

Event description:
The customer reported that after an unknown number of successful inflations had been performed, the balloon was removed and a stent was inserted into the patient. The inflation of the stent balloon did not display a pressure on the inflator gauge, it displayed negative pressure. The physician continued to use the inflator watching with fluoroscopy and feeling resistance on the inflator handle to gauge pressure. The stent balloon was deflated and the inflator was replaced with another device. Procedure was completed successfully. There was no harm or injury reported.